Event description:
During a bronchoscopy a 3 inch plastic suction tubing was found in the pt's right intermediate bronchus. It is unk exactly when this tubing came to be in their lung. They had been intubated in 2004. This tubing is consistent with the tubing used to suction through endotracheal tubes.